Event description:
Healthcare professional further reported "patient was seen in clinic and noted that it looked like a small air bubble and not a particle. No issues and patient received entire infusion without difficulty."

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported reporting upstream occlusion alert that cleared on its own. Support explained the causes of the alert and how to fix it if it occurs again. The patient called back immediately because they saw an unidentified small object moving inside the tubing. Support assisted the patient with switching off the pump and clamping the lines as a precaution. Medication being infused was unknown. No patient injury reported.